Manufacturer narrative:
Device evaluated by MFR.: promus element mr, ous, 2.25x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 207mm distal to distal end of strain relief. There were also multiple kinks found along the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.25x20mm promus element ¿drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the shaft got broken upon pushing the device through the catheter. The device was completely removed from the patient and the procedure was completed with a new promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.25x20mm promus element ¿drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the shaft got broken upon pushing the device through the catheter. The device was completely removed from the patient and the procedure was completed with a new promus element stent. No patient complications were reported and the patient's status was stable.